Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system was unresponsive. After reviewing log file fse found some malfunction. Upon troubleshoot fse found system had an issue where they lost x-ray capability due to generator issue with the cube. To resolve the issue, fse did multiple reboots. After repairs were completed, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unresponsive when preparing to use for a procedure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.